Event description:
It was reported that balloon rupture and shaft break occurred requiring additional intervention. The target lesion was located in the non-tortuous and non-calcified vessel. A non-boston scientific stent was placed from a prior procedure and intravascular ultrasound (ivus) was used to determine the distal end of the stent needed to be ballooned. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilation. During first inflation for 1 minute, the balloon ruptured from a stent strut. Resistance was felt when the balloon was being removed. X-ray confirmed that the resistance was coming from the balloon being caught on a stent strut on the proximal end of the stent. A small portion of the stent was fractured and caught in the balloon. The stent strut was attempted to be released from the balloon but were unsuccessful. The sheath advanced to try to free the stent from the balloon, however, part of the balloon detached from the shaft of the balloon catheter and was left in the great saphenous vein (gsv), alongside with the fractured stent. Access into the femoral vein was achieved and a new stent was placed to jailing off the gsv vein to prevent migration of the fractured balloon and stent. The procedure was completed. No patient complications were reported.